Event description:
It was reported that a scratch was found on the surface of the back of the optic after the implantation of intraocular lens (iol). The surgeon suspects that the rough tip of injector damaged the surface of the optic during implantation. Reportedly patient¿s vision is not affected as of now. The lens was fully inserted and remained implanted inside the patient¿s eye and planned for the explant. Directions of use were followed. There was no report of unplanned vitrectomy, incision enlargement and sutures. No other information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Section e1: initial reporter: telephone number: unknown, information not provided attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review on 11/22/2024, the lens product record (zcb00- unknown serial number) was downgraded and retained cartridge as the suspect. Hence this lens (zcb00) is not reportable. No other information is available all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.